Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 26-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower door 4 had failed to open or close. A field service engineer (fse) asked the user to recover the door, but user could not. The fse shut down the pyxis, opened the latch column, removed door 4's latch, replaced the micro switches, and reinstalled the latch. After powering on the pyxis, the fse ran open/close tests in hardware test application (hta) with passing results. After a reboot, the user was able to recover the door failure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 had broken, failed to open or close and customer stated that critical meds are in that storage. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.